Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (blurry image) was not confirmed or duplicated. In addition, service found the device displayed a b30 error (scope communication error) due to scope connector failure, the leak check label was discolored, the venting valve was leaking, the switch button #1 was broken, the bending angle was out of specification, the protector was damaged, and the objective lens was slightly worn. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was displaying a blurry image. The reported issue was observed while reprocessing the subject device. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, although a conclusive root cause could not be determined, it is likely that during user handling, the objective lens may have degraded, allowing moisture to enter the objective lens and causing temporary image blurring at the facility. According to the instructions for use (IFU) below, the user could have detected the event properly: inspection of the endoscope . Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.